Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was high and the patient tried to do a bolus. The blockage was in the tubing. Patient replaced infusion sets and resumed insulin successfully. No further information available.